Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not power on and had also displayed unidentified numbers on the bottom right hand corner of the display. The patient tests his blood glucose 5-6 times a day. She takes a set dose of glucophage once a day in the evening. The patient indicated that the alleged meter issue started the same day, at 11:45 am. Earlier that morning, the patient ate breakfast as usual and then went for a week which was not out of the ordinary. Around 12:45 pm that same day, the patient claimed that she developed symptoms of a rapid heartbeat, lightheadedness, weakness and nervousness. The pt immediately ate something and felt better afterwards. The patient explained that at times, she wakes up in the middle of the night and have symptoms of a rapid heartbeat. The patient mentioned that when she develops the rapid heartbeat, she administers self-treatment by eating something and this helps to relieve the symptom. The alleged power issue of the reported meter was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with severe hypoglycemia an hour after the alleged meter issue stopped powering on.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.